Event description:
It was reported via ms&s "customer requesting if both lumens of the powerpicc device should be clamped even if one lumen is not being used. Also, requesting heparin flushing recommendations after drawing blood from the device. States that a crna places the piccs in his facility and there is some confusion about clamping the device and flushing. They currently use the b. Braun ultrasite needleless connector with the powerpicc and believe this device is valved so clamping the PICC may not be necessary. They have had issues with some patients powerpicc lines becoming sluggish and occluded and are having to use tpa to declot the catheters." Ms&s response "response informed the powerpicc device is a non-valved PICC. The clamps are safety features that help prevent air embolism and bleeding in case the needleless connector becomes disconnected from the line. We would recommend the lumens be clamped between each use following the specific clamping sequence in the needleless connector IFU. Since your facility is using the b. Braun ultrasite needleless connector, we would recommend speaking with them regarding their device and clamping sequence. Per our powerpicc IFU, "for blood sampling, infusion, or therapy use a 4 french or larger catheter." We recommend to ¿flush each lumen of the catheter with 10 ml of saline every 12 hours or after each use. Use a 10 ml or larger syringe. In addition, lock each lumen of the catheter with heparin flush solution. Usually, 1 ml per lumen is adequate.¿ we do not have a recommended heparin concentration. This will be up to the physician and your facility¿s protocols. Explained the powerpicc solo is a valved PICC and does not have clamps. For our powerpicc solo devices, we recommend to ¿flush the catheter after every use, or at least weekly when not in use. Use a 10 ml or larger syringe. Flush the catheter with a minimum of 10 ml of 0.9% sodium chloride, using a ¿pulse¿ or ¿stop/start¿ technique. Use of heparin flush solution to lock each lumen of the catheter is optional.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.